Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 50ml ll clear 14ga 1-1/4in experienced light/missing scale markings. Product defects were noted prior to use. The following information was provided by the initial reporter: there is missing scale on some of the syringes or the scale is only weakly printed.

Event description:
It was reported that an unspecified number of syringes 50ml ll clear 14ga 1-1/4in experienced light/missing scale markings. Product defects were noted prior to use. The following information was provided by the initial reporter: there is missing scale on some of the syringes or the scale is only weakly printed.

Manufacturer narrative:
H.6. Investigation summary three samples were provided to our quality team for investigation. The product was visually inspected, the scale on two of the syringes was observed to be missing, the third sample had light lines but the scale was not legible. A device history record review did not reveal any documented quality issues during the production of lot number 1904243 that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. While we could not identify a direct issue, it was determined this incident likely occurred due a failure in the transfer of ink from the drum to the barrel during the marking process. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.